Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. A review of the service history revealed no issues that would have caused or contributed to the iipv. The cause was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 14:04:35. During night drain cycle two, the patient's ultrafiltration reading was 109ml, indicating the home patient drained 109ml more than their maximum programmed fill volume of 100ml. No further information was available.